Manufacturer narrative:
Date of event: event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for bowel dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that for "like 3 weeks" the patient had been having pain on right side and due to this the patient stated they tried to turn off stimulation yesterday to "give muscles a little break". The patient stated when they tried to turn off stim yesterday, they got a (power on reset) por message on programmer. Patient services reviewed por message meaning with the patient and redirected to their healthcare professional to discuss symptoms and por message. The patient confirmed understanding and will follow up with their healthcare professional.